Manufacturer narrative:
The sd20 is comprised of a headbox unit (cat# d.2120) and amplifier unit (cat# d. 2118). This is then integrated with other components by nellcor/covidien to create a complete sleep diagnostic system. Eb neuro is the MFR of the sd20, which is believed to be the source of the event. An investigation of the device is underway. When the investigation is complete, a follow-up report will be submitted.